Manufacturer narrative:
E1. Initial reporter address: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6)2018, the subject presented with myocardial infraction and was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) extending up to distal rca with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm promus premier stent. Following post-dilatation, the residual stenosis was noted to be 10%. Eleven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died. No action was taken to treat the event. The primary cause of death was unknown, and it is unknown if an autopsy was performed.